Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo sample. Analysis of the photo sample showed that there was a foreign material in the catheter in the photo. However, during review of the physical sample received, no foreign material was observed. Since the foreign material was not found on the returned sample, a root cause for the observed defect in the sample photo cannot be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had a foreign object on the tip of the catheter. The following was received by the initial reporter: verbatim: before preparing the indwelling needle for the patient to puncture, after opening the indwelling needle package, a tiny burr-like foreign object visible to the naked eye at the tip of the catheter was found when the needle guard cap was pulled out. It was impossible to identify what it was, and a new indwelling needle was replaced immediately. The patient was not affected.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had a foreign object on the tip of the catheter. The following was received by the initial reporter: verbatim: before preparing the indwelling needle for the patient to puncture, after opening the indwelling needle package, a tiny burr-like foreign object visible to the naked eye at the tip of the catheter was found when the needle guard cap was pulled out. It was impossible to identify what it was, and a new indwelling needle was replaced immediately. The patient was not affected.